Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/25/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box data showed evidence of discharged batteries being installed in the pump on (B)(6) 2015. A visual inspection of the pump showed that the battery compartment was intact with no evidence of damage or moisture. No battery cap was returned with the pump; the pump was able to power on with a test cap. The pump¿s current draws were found to be within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found.